Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No display anomalies were noted during testing. Hardware low levels alarm confirmed in pump history due to cold solder joint at keypad assembly. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 63 alarm. It was also reported that there was a display anomaly. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.